Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead displayed atrial undersensing during atrial tachycardia/atrial fibrillation (at/af) episodes. Follow-up was conducted and it was verified that reprogramming was completed. It was also noted that the patient had an ablation procedure completed due to their at/af condition. The lead remains in use. No patient complications have been reported as a result of this event.